Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device had an accuracy - unknown (volume, temp, pres) issue. Although requested, additional information was not provided.